Manufacturer narrative:
(B)(4). The product was used according to labeling but a confirmed malfunction occurred. The issue was confirmed in-house for architect total b-hcg reagent lot 66912jn00. An under-recovery of analyte was apparent in the e-f span of the calibration curve for lot 66912jn00. The root cause was determined to be related to a document deficiency in the manufacturing formula which caused the rounding down of the calculated volume of conjugate concentrate added to the conjugate bulk from 0.0014l to 0.001l. This resulted in a 29% under addition of conjugate concentrate to the conjugate bulk and a subsequent change in the calibration curve shape for architect total b-hcg reagent lot 66912jn00. An assessment of all conjugate and microparticle bulk manufacturing documents was performed for the presence of calculations that allowed rounding errors at certain batch sizes which result in the under or over addition of concentrate to the bulk conjugate/microparticle solution. It was determined that the training course (addlf_ss037) rounding of significant figures had been revised to include an instruction to round to three decimal places. The introduction of this instruction is the cause of the issue. Training presentations will be updated to remove the instruction to round to three decimal places and replace it with an instruction that the number of decimal places in the calculation is no less than can be dispensed by the equipment used or unless otherwise stated in the mf or scp.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product that has a similar product distributed in the us.

Event description:
The account stated that an initial architect b-hcg result of 14,294 miu/ml was generated on an undiluted sample. The sample was repeated and was diluted 1:15 by the analyzer and a result of 42,875 miu/ml was generated. Another repeat was run which was 43,657 miu/ml. There was no report of impact to patient management.